Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a signal too low alarm, unexpected restart alarm, and displayable history check failed on startup alarm on their insulin pump. Customer's blood glucose was 168 mg/dl. Customer stated their temp basal was not programmed before the alarms occurred. The customer was also assisted with programming their insulin pump. No additional information provided.